Manufacturer narrative:
MFR ref no: (B)(4). This device has been tested multiple times by the biomedical engineer at the facility with no re-occurrence of the upstream occlusion alarms. The devices have been returned to use with no further issues. A supplemental will be submitted should the customer choose to sent the device in for service in the future regarding the reported symptom of an upstream occlusion alarm.

Event description:
It was reported that a device alarmed for an upstream occlusion alarm. There was no pt injury.